Manufacturer narrative:
Based on the results of the investigation, the reported event was most likely caused by damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope was found to display a snowy image. There was no patient involved.